Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6); product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 09-jun-2012, UDI #:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The company representative called in reported that they wanted to know if it was safe to prime an old catheter. Technical services reviewed that it was a medical decision on the doctor's end. The company rep stated that they had an 8709 catheter and when they interrogated the volume showed 0.4 ml. Technical service reviewed that a normal 8709 catheter was 89 cm untouched. The issue was not resolved through troubleshooting and company rep mentioned they were doing a revision today . The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient developed an infection and the physician removed a portion of the old spine section and added a new portion. The hcp aspirated the catheter, and decided to prime only 38cm (the length of the new catheter portion added), the hcp understood the possibility of some underdosing. The procedure was completed successfully (old piece around infection area removed and new section added, patency of catheter confirmed, partial priming of catheter done with hcp consent).